Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) reporting that the patient had a bleed in their back due to the device. It was reported that the lead was pushing the spinal cord out of place. The health care provider (hcp) explanted the lead and left the generator implanted. The patient was scheduled for an MRI of their back to check on the post status of the bleed. It was reported that the patient had an MRI 3 weeks ago. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that an MRI confirmed that patient has spinal compression from the lead. Patient had abdominal pain after implant. Patient has been hospitalized since post-surgery. Reviewed with rep that next course of action is medical decision on the doctor turning on stim was not likely to resolve compression issue. On (B)(6) 2018, rep reported that the paddle lead was removed. The ins was left in place for possible future use. Hcp, after review of MRI, believed the paddle was putting pressure on the spinal cord causing some pain in the abdomen. No further complications were reported/anticipated.